Manufacturer narrative:
Concomitant medical products: sdr303b ipg, implanted: (B)(6) 2004; 693665 lead, implanted: (B)(6) 1996; 6935m62 lead, implanted: (B)(6) 2018; dvfb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a history of hematomas, which were evacuated twice and drained. The patient developed an infection and both their left side and right side systems were explanted. No further patient complications have been reported as a result of this event.